Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 37754, serial# (B)(4). Product type: recharger: product ID 37746, serial# (B)(4). Product type: programmer, patient. (B)(4).

Event description:
It was noted that the patient had several injections after the surgery to help with surgical symptoms.

Event description:
Additional information received reported that a patient's healthcare provider had no knowledge of the event and nothing had been reported to the clinic. It was also reported that the patient's outcome was a non-serious injury or illness and the patient recovered without sequelae. It was unclear how patient outcome information was obtained.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's stimulation was shocking her which was further clarified as "normal" stimulation. The reporter indicated that adaptive stimulation was enabled. Four days later it was further reported that the patient experienced a "surging" sensation. The patient's implantable neurostimulator (ins) was shutting off in her leg and then going "really high" at times without any changes being made on the patient programmer. The reporter indicated that the patient was in pain. The patient's device however covered 90% of her pain. The reporter stated that movement caused stimulation changes. The patient had 4 programs and could control her left and right leg as well as her back. If additional information is received, a follow-up report will be sent.